Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer states air bubble was detected during hemodialysis process. A crack was found away from the suture limb (about 3cm away) where blood was also leaking. Catheter was removed and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.